Manufacturer narrative:
As the device was not received for analysis, no device investigation can be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the percival IFU.

Event description:
On (B)(6) 2017 a patient received a perceval pvs25 as part of the sure-avr trial. The manufacturer was notified that on (B)(6) 2017 the patient received a pacemaker implant for a new conduction abnormality - avb iii.